Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. A root cause could not be determined. A replacement transmitter was sent to the customer. Reportedly, customer was admitted to the hospital on (B)(6) 2020 with elevated blood glucose (bg) of 554 mg/dl and diabetic ketoacidosis. Customer attempted to address elevated bg with manual injection of insulin, and was then treated at the hospital with intravenous fluids (IV) of saline and insulin. Customer was released from the hospital on (B)(6) 2020. Condition and bg value unknown as customer decline troubleshooting. Tandem customer technical support offered to do a systems check with the customer but the customer declined further troubleshooting.